Manufacturer narrative:
(B)(4). This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Two samples were received from batch 08j09g70. The interchamber seal and the clampex connector had been activated in each of the samples. The solution was clear for all returned samples so the reported problem was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Samples for similar complaints have been analyzed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A (B)(4) team has been set up to further investigate this issue. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. Any accusol product manufactured after (B)(4) 2008 with a ph above 7.3 at final analysis is not released. A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem.

Event description:
This is a case that was reported to baxter (B)(4) on (B)(6) 2009 received from (B)(6) and refers to a patient that was treated with accusol on (B)(6) 2008 that had precipitation noted during patient use. As a result treatment was discontinued. No patient injury or medical intervention was reported. (B)(6) are reporting this to the (B)(4) medicines board.